Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device could not coagulate. Per operational and diagnostic, this complaint can be confirmed. During evaluation, rf assembly was found to be broken and it was observed that the device stop working. Further, there was issue related to rf ablation power. The broken rf assembly was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The broken rf assembly is identified as the root cause of the reported and other identified problems. A manufacturing record evaluation was performed for the finished device serial number (B)(4) and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during the acl surgery, the vapr3 generator *ea could not coagulate. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. The device is available to be returned for evaluation.